Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced gastrointestinal bleeding. The patient reported having bloody stools. The patient was hospitalized and would be examined.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was hospitalized for 3 days. Colonoscopy was performed that revealed no evidence of bleeding throughout the colon and ileum. However, large prolapsed internal hemorrhoid was noted. They were evaluated by general surgery for banding and a decision was made for conservative measures augmented with diet. The patient was discharged on (B)(6) 2023 with recommendation for bowel regimen.